Event description:
The customer, a syncardia certified hospital, report that there was a distinct " burning/smoke" smell coming from the driver. No actual smoking noted. No unusual noises or parameter changes noted. The driver was exchanged for another.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, report that there was a distinct " burning/smoke" smell coming from the driver. No actual smoking noted. No unusual noises or parameter changes noted. The driver was exchanged for another.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data review found no new alarms or indication of a device malfunction. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. An extended observation run was performed for four consecutive days. No malfunction or issue occurred including no evidence of a "burn/smoke" odor or abnormal sound or smell of any kind. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported "burn/smoke" smell was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.